Manufacturer narrative:
The investigation determined that reproducible, discordant, reactive vitros anti- sars-cov-2 total (cov2tot) results were obtained from a single vitros non-reactive quality control (qc) fluid when tested using viytos cov2tot lot 0151 on a vitros eci immunodiagnostic system. A definitive assignable cause for the discordant reactive cov2tot results could not be determined with the information provided. Minimal quality control results were provided, therefore, an instrument or reagent related issue cannot be ruled out as contributing to the event. However, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2tot lot 0151. In addition, it is possible the issue is related to pre-analytical sample mix up or improper sample handling, however, since no information was provided by the customer, this could not be confirmed. A definitive assignable cause of the event was not determined. Email address for contact office (B)(4).

Event description:
A customer obtained reproducible, discordant, reactive vitros anti-sars-cov-2 total (cov2tot) results from a single vitros non-reactive quality control (qc) fluid when tested using viytos cov2tot lot 0151 on a vitros eci immunodiagnostic system. Vitros non-reactive control fluid lot 0013, vitros cov2tot lot 0151 results of 3.16 and 7.59 s/c (reactive) versus the expected result of non-reactive biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The discordant, reactive vitros cov2tot results were obtained from non-patient, quality control fluids. The customer made no indication the that patient results were affected and there is no allegation of patient harm as a result of this event. However; the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).